Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the date of the reported complaint is (B)(4) 2011. Pump histories indicated that the pump was in use until (B)(4) 2011. There was no data in the black box from the time of the complaint due to continued patient use. Corrosion was observed in the battery compartment and on the battery cap. The battery returned with the pump showed evidence of moisture damage. The pump powered on normally and was exercised for 8 hours; no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The pump cover was removed to inspect for internal moisture ingress and none was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging there was moisture in pump's battery compartment. The pt reported that he noticed the corrosion with last battery change (date unk). The pt stated he cleaned out the battery compartment and inserted another battery. The pt reported that the new battery lasted 1 week and when he removed it he noticed orange/copper water inside the battery compartment. The pt also reported that the pump and battery felt "very warm" to touch. The pt denied being burned or sustaining an injury as a result of the warm pump. There was no mention of symptoms or medical treatment. At the time of troubleshooting, the pt denied any trauma to the pump. The pt reported that the pump is not exposed to water or cleaning products. The pt confirmed the battery cap was intact and there were no visible holes/tears in keypad or cracks in casing. There was no adverse event associated with this complaint.